Event description:
The battery pack for duopa needs to be changed once a week. It is impossible to open the compartment that holds the batteries. Half an hour was spent before my husband and I called in a neighbor. He had trouble with the compartment. He finally got it open using more strength than we (78 and 79 year olds) had. He then had trouble reopening. This is a major problem for parkinsons patients. The duopa needs a battery pack that is easier to open. "Accredo".